Event description:
This customer reported that the "device was not working". No other details were given. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the "device was not working". No other details were given. There was no pt involvement. The device was returned to philips for eval. Multiple error 1000 codes were identified. The power pca was replaced to resolve the issue. After passing all testing the device was returned to the customer.